Event description:
The surgeon reported that a pt treated for laser vision correction in the left (os) eye presented at the post op exam, a central island and a bcva loss of 3 lines and blurry vision. Updated info on follow-up exams on the pt is not currently available.

Manufacturer narrative:
No service was requested. Amo clinical support recommended an increase in the room's humidity and replacement of scrubber to improve evacuation.